Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirteen (13) devices were received for evaluation; 13 events were confirmed. Thirteen (13) devices were found to be affected by disassembly. These devices are not repairable and were not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 13 malfunction events in which the devices disassembled. Thirteen (13) reported events had no patient involvement; no patient impact.